Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 9614641-2025-00454 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device teflon was falling off. The issue occurred after the therapeutic procedure. There were no reports of patient harm.